Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. The rotation tab was bent. The partially loaded clip was broken at the hook and stuck in the bent rotation tab. The returned sample appears used as there is biological material present on the device. The partially loaded clip was manually removed , and the trigger cycle was completed. Upon completion of the trigger cycle, the next clip was protruding from the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to load as it got stuck in the bent rotation tab. When manually removing the clip, the following clip also came out of the device. The next clip was out of position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It can also cause clips to break in the channel, as was the case for this sample. Additionally, it was found that the proximal end of the feeder was bent due to the clip stack. The sample was received with 7 clips remaining, including the partially loaded clip that was broken, indicating that 8 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not opening" was confirmed based upon the sample received. One device was returned with its trigger partially engaged and a broken clip partially loaded incorrectly. The device was received with 7 clips remaining, including the partially loaded clip that was broken, indicating that 8 clips were fired by the end user, including the broken clip. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. The clip stacking can also cause clips to break in the channel. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the clip does not open during loading. It occurred twice.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. The device history review for the product auto endo5 ml lot# 73e1800204 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip does not open during loading. It occurred twice.